Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/10/2016. The fse found that the probe wash collar spring was broken. The fse replaced the probe wash spring and realigned the probe wash collar, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak at the probe of the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 4 ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.